Manufacturer narrative:
The product in complaint was returned to zoll on 09/04/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during clinical use, the autopulse platform stopped compression and displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. Manual CPR was then initiated. Hospital staff checked the platform after the clinical use and confirmed that it displayed the same ua17 and did not operate. No adverse patient sequelae was reported. The platform was returned to the distributor and distributor also confirmed the ua 17 message. Additional information received from the customer on (B)(6) 2013: no patient information was available. The ua17 message could not be cleared by the customer. Distributor was able to duplicate the customer's reported complaint as ua 17 displayed when the platform stopped for artificial breathing after a few minutes of operation on a mannequin. The platform was sent back to zoll (B)(4) and ua17 was also confirmed. Ua17 displayed when the platform stopped for artificial breathing under the 30:2 setting (30 compressions followed by a 3 second pause). However, ua17 did not occur under the continuous mode.